Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times.  It also provides information about proper care of the system and what to do in case of an emergency.  Protect the battery connector from moisture, dirt and metal at all times.   The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced a battery with power switching.&#2068;he battery was exchanged with no reported consequences or impact to the patient.&#2062;o additional information provided. There are no apparent contributing clinical factors to the reported event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications. The controller passed visual examination and functional testing. There is no evidence that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications. The battery passed visual examination and functional testing. There is no evidence that a device malfunction caused or contributed to the reported event.